Event description:
On february 27th, 2025, bvi was informed of an incident involving blepharostat (part number :581413) included in the procedural eye kit (part number: 588668) . The complaint references injuries sustained by patients during the use of blepharostat, which indicates that an incident has occurred. However, despite follow-up questions, no further details regarding the nature of the alleged injuries have been provided to date. At this point, we lack essential information about the severity of the injuries, whether medical treatment was required, the cause of the injuries, and whether a malfunction of the blepharostat device occurred or what role our product played in the reported incident. This uncertainty justifies reporting under the assumption that a causal relationship is reasonably possible and therefore we decided to report this complaint in abundance of caution.

Manufacturer narrative:
Additional information will be provided following investigation conclusion.

Manufacturer narrative:
The customer reported injuries sustained by patients during the use of the blepharostat. However, essential information is missing regarding the severity of the injuries, whether medical treatment was required, the underlying cause, and whether a malfunction of the device occurred or what specific role the blepharostat may have played in the incident. Due to the lack of definitive information, a causal relationship between the device and the reported incident cannot be ruled out. This level of uncertainty warrants a report to the competent authorities, under the assumption that a causal relationship is reasonably possible. The bvi quality assurance department conducted a full investigation in line with internal procedures. This included a review of the device history record (DHR) and current process controls. All manufacturing steps were found to be properly documented, with no nonconformities identified for the affected product. No samples were returned for analysis. The complaint evaluation was therefore based on the information provided by the customer and a review of historical data for similar events. The root cause could not be identified, due to insufficient evidence. The component in question was received at bvi bidford from the supplier, where it underwent the standard receiving process, followed by demagnetizing, washing, and drying. It then proceeded to the pre-kit area, where the order was completed and a product identification label was applied. During the packaging process, each component was individually inspected in accordance with internal procedures, and no anomalies were identified. A briefing record addressing complaints of this nature was conducted with team leaders and communicated to the manufacturing team involved in the kit assembly process. The discussion highlighted the importance of product quality and its potential impact on customers. Following a thorough investigation, it has been determined that no additional corrective or preventive actions will be initiated at this time. The issue reported does not indicate a systemic or recurring problem, and no further action is warranted. The complaint has been formally acknowledged and recorded in bvi's complaint management system. Bvi will continue to monitor customer feedback and will take appropriate action should any unfavorable trend be observed.

Manufacturer narrative:
The purpose of this supplemental submission is to correct information provided in supplemental no. 1. Specifically, in the details fields g3, d4 (lot number, expiration date, UDI), and h4, the data originally entered referred to the procedural pack rather than the affected product component. Three different lot numbers of the claimed component were used during the manufacturing of the procedural eye kit (pn: 588668, lot: 3536617). However, due to the absence of detailed information or returned samples, it is not possible to determine which specific component lot was involved in the incident. As a result, the aforementioned fields remain blank in this correction.